Event description:
A hospital in (B)(6) reported that an rt236 infant breathing circuits leaked at the dome from the connector causing it to fail the ventilator leak test. This occurred before use on a pt.

Manufacturer narrative:
(B)(4). Method: the complaint swivel device was pressure tested and also submerged in a water bath to test for leaks. Results: the pressure drop over time was out of specification. Upon submersion in a water bath, the leak was confirmed to be in the swivel. A lot check revealed no other complaints of this type for this lot number. Conclusion: the leak in this infant breathing circuit was caused by an insufficient seal between the two parts of the infant y-piece swivel that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. (B)(4).